Event description:
Co was notified on an explant report that the co sense pace/lead was fractured causing noise and inappropriate charges. To date the device has not been received at co. If the lead is returned with the ICD, it will be forwarded to MFR.